Event description:
Zip surgical skin closure failure on right total knee arthroplasty day 1 post op requiring return to surgery for wound irrigation and traditional closure. Zip surgical skin closure - (B)(6) 2019.